Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative who reported that the patient was going to be following up with a surgeon on (B)(6)2019. The patient¿s weight was provided, and it was noted that no other pertinent medical history was noted. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are : product ID: 8780, serial# (B)(4), ubd: 2015-04-01, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer who reported that following the patient¿s pump replacement on (B)(6) 2019 and during the replacement surgery they pulled back clear spinal fluid, so they thought the pump/catheter was working. Per the reporter, immediately following that replacement the patient experienced withdrawal symptoms and was in pain. The patient had a fever of 103 and almost died. When the patient had the replacement he was on tramadol and that masked some of the withdrawal symptoms. Two days after the surgery the patient went to the ICU (intensive care unit) and then was admitted back to the hospital for four days. Per the reporter, no one knew why the patient was experiencing these symptoms and it wasn¿t¿ until later they determined that the catheter was blocked. At the patient¿s refill appointment (towards the end of oct.) They pulled the same amount of drug that was initially injected into the pump and that was how they realized that the catheter was blocked and no drug was flowing. A revision was done on the catheter (B)(6) 2019 and they have slowly increased the drug and the patient was starting to have therapeutic benefit again today. The reporter stated that prior to all of these recent problems the therapy had been working great, the patient went for a pain level of 8 to 0. The pump was used to deliver morphine 25mg/ml at 10.996mg/day. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. On (B)(6) 2019 it was reported that a few days post-op the patient developed mental status change and high fever. Work up was negative and the patient returned to baseline a few weeks later. The patient initially good pain control, but then after a few weeks pain increased. The environmental, external or patient factors that may have led or contributed to the issue was reported as replacement on (B)(6) 2019. The diagnostics and troubleshooting performed was a refill was done on (B)(6) 2019 and the pump was found to have a full reservoir. The actions and interventions taken to resolve the issue was the patient was referred to neurosurgery for revision. The issue was not resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. Surgical intervention did not occur but was planned although was not scheduled. The patient status was noted as alive, no injury and no further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 11-nov-2019 from a healthcare professional (hcp) who reported that the cause of the volume discrepancy was unclear (pump malfunction versus catheter occlusion). The patient was having a revision of the pump in another state with the provider there. The patient had an appointment with the provider there on (B)(6) 2019 with plans for the revision the week of (B)(6) 2019. The hcp had no additional information to provide regarding the status of the devices. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported the actual reservoir volume was 40 and the expected reservoir volume was unknown. It was noted this was the first refill after implant/revision. It was reviewed to check the pump logs and consider a revision. There were no symptoms mentioned.